Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation it was noted that the right ventricular (rv) and the left ventricular (lv) lead exhibited high capture threshold and impedance anomaly. Upon further investigation under fluoroscopy both rv and lv lead was dislodged. The rv and lv lead was explanted and replaced. The patient was experienced no consequences.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and impedance abnormal. A complete lead with a stylet was returned in one piece for analysis. The reported events of inadequate capture and impedance abnormal were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be retracted and clogged with blood. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.